Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a steel infusion set and had difficulty completing a supply change, including unlocking the screen and navigating to the change cartridge and tubing functions, which led to interruption of infusion setup and elevated sensor glucose of 307 mg/dl. Symptoms included high blood glucose. Outcomes included user frustration and delay in completing the cartridge and tubing change, with intent to resume later. Investigation included technical support troubleshooting and user guidance over the phone. Investigation of this case revealed that the device interface and user handling during cartridge and tubing change contributed to difficulty restoring insulin delivery, and the cause of the hyperglycemia remained unclear. It was concluded that there was no confirmed device malfunction and that user-related difficulties during the supply change were involved, with the cause of hyperglycemia undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.